Event description:
Procedure type: colectomy: according to the reporter: the surgeon stuck the pad on the sterile drape. At the end of the case, the pad could not be found during the count. The pt was closed and sent to recovery. Upon x-ray in the recovery area, the pad was seen. The pt was returned to the operating room and re-operated on to recover the pad. This incident occurred several months ago.

Manufacturer narrative:
(B)(4).